Event description:
The pt alleged that a personal injury occurred when the suspect device used to monitor their blood glucose level malfuncted around 2000. Pt said the injuries required medical treatment.